Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps had issues with the safety lock out (with bending of the arm). It was also stated that they had issues with flow of medication. The reporter was notified by a nurse and stated that they changed tubing and the flow was great when not in the pump and no kinks noted. However, the pump continued to have issues so they ran the infusion the traditional way without a pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.